Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/26/2021. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint product was received in wax paper. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of lens dislocation is unknown, not provided. Best estimate is between (B)(6) 2019 - (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis 1-piece intraocular lens (iol) was explanted from the patient's left (os) eye because the lens dislocated after implantation. Sutures were used during the secondary procedure. The replacement lens is a model za9003, 21.0 diopter, lens. Patient outcome was reported to be doing good. No further information was provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not yet been received. If product is received after initial closure, the investigation request (ir) and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed two (2) additional investigation requests have been received for this production order number. These complaint issues are not related; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.